Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an upstream occlusion error that could not be cleared. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device history record did not identify any issues during the manufacturing of the device that may be related to the current complaint. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.